Event description:
Consumer reports the toothbrush chipped a tooth that had had cosmetic surgery.

Manufacturer narrative:
Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(4). Heads and bodies are manufactured at the following location: (B)(4). Heads and bodies are manufactured at the following location: (B)(4). Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned to manufacturer.